Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.